Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after using dignishield for 25 days the day after removal of the fecal catheter, the patient begins with anal bleeding, so she undergoes a control colonoscopy which determines that the bleeding is coming from the notoriously marked area of the positioning zone. Anal bleeding which should be checked by colonoscopy and undergo the indicated treatment.